Manufacturer narrative:
Occupation is patient/consumer the meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of discrepant inr results with coaguchek inrange meter serial number unknown compared to an unknown laboratory method. The result from the meter was 3.2 inr. The result from the laboratory within 10 minutes was 7.3 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.